Event description:
It was observed during the device evaluation, that the colono videoscope exhibited foreign material in air/water cylinder, air/water tube, jet tube, and distal end cover. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, the foreign material could not be identified. It is likely the result of insufficient reprocessing, however a definitive root cause could not be established. Olympus will continue to monitor field performance for this device.